Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. As the customer had changed the cartridge adn infusion set prior to contacting tandem technical support, trouble shooting to help determine a possible cause of the occlusions could not be performed.